Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reporting during the implant procedure, the lead was not able to be placed due to the patient's "difficult anatomy". The lead was not implanted. No patient complications have been reported as a result of this event.